Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On december 28, 2018, it was reported that the device does not expand the skin graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the vdoc service portal. The last repair was january 12, 2018 where it was reported that the comb was defective and the comb, bearing washers and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher by flextronics on january 17, 2019 revealed that the comb was defective. It was also noted that the upper gear guard was missing and the device was outside calibration specifications. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which included replacement of the comb, upper gear guard and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the comb was defective. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the comb was defective. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Customer has indicated that the device has been returned to an external contractor for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
The device does not expand the skin graft. No additional information is available. No adverse events have been reported as a result of this malfunction.